Event description:
On (B)(6) 2025, fujifilm healthcare americas corporation was informed of an event involving sys/mr/oasis open+vertex ii. It was reported that the cable for the patient call switch has burned. The malfunction occurred during the procedure. No injury was reported. The switch was still operable, though the site was asked not to use it until they addressed the issue. Since the burn was significant enough to melt plastic and left a mark on the table, there is a potential the cable could have burned the patient. Due to the potential risk of burn to patient, fujifilm healthcare americas corporation is reporting this event in an abundance of caution.

Manufacturer narrative:
Ref comp #(B)(4). On 02/09/2025, fujifilm healthcare americas corporation engineers were on site and removed and replaced the patient call switch. They confirmed proper operation after cleaning and serving, and the equipment was returned to staff for use, fully oprational.